Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. At the time of this report, the pt was at the coroner. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues noted. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.